Event description:
Instrument post coupler attached to the bookwalter post caused a retractor blade to slip due to movement of the bookwalter retractor. Blade lacerated the pt's gallbladder due to the movement. No further info concerning this complaint is available. Hosp refurbished all of their bookwalter sets shortly after this incident. Device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Hosp refurbished all existing bookwalter sets after incident.